Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that this morning customer had the critical block and inverse critical block did not add to zero on insulin pump. The customer¿s blood glucose level was 138 mg/dl. Customer performed troubleshoot and clear alarm and finish complete prime process and self test was not ok. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No unexpected external flash crc error or the motor arm restart cannot communicate with the main arm alarms noted during testing however, external flash crc error and the motor arm restart cannot communicate with the main arm alarm are found in the formatted history file due to a software error. (B)(4).